Event description:
The customer reported the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the tech processor board was overheating. There are no parts available through ge for this system. Customer will contract through 3rd party for repairs. (B) (4).